Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the connector pin was broken. Patient reported they noticed their legs started hurting and attempted to charge their ins but noticed the broken connector pin. Stimulator was about dead. No further complications reported and/or anticipated at this time.